Manufacturer narrative:
Please see attached summary memo.

Event description:
The doctor reported the implant was removed due to osseointegration failure within 1 year, around 1 month after implant placement. The patient's x-ray was provided. The bone quality around the area was type ii, and oral hygiene around the implant was not reported. Local infection, periodontal disease, and bone resorption were found during the removal surgery. The patient has since recovered.